Event description:
The initial report stated that the device did not work when connected. The incident device was returned and a visual inspection revealed that one jaw was bare and another was missing.

Manufacturer narrative:
Date of initial report: 12/22/2008. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.